Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The device was not exposed to a magnetic field. The drive support cap is normal. Customer is unable to complete the rewind sequence. Blood glucose value was 145 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. No motor position encoder error alarm in the alarm history.